Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or test for motor error alarm due to no button response. No unexpected alarm icon anomaly noted. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Insulin pump had moisture damage on electronic assembly. The motor was tested outside of the device and passed.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 264mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.